Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-may-2019 with the following findings: during investigation, there was a call service 078-0008 alarms in pump history. During rewind a call service 078-0008 alarm occurred. Unable to perform step 18 due to alarm. There was moisture visible in display. The battery compartment is cracked and leaked. The pump was opened; moisture damage found on the printed circuit board. Due to the moisture damage, the alarm occurred. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.